Event description:
According to the reporter: occurred during a laparoscopic deep anterior resection procedure. During transection of the rectum, the device was able to fire, yet some of the staples were not formed well. There was a very large tumor and it was very difficult to place the stapling device to the desired position. After firing the 45-3.5 reload some staples were not formed well and the staple line remain incomplete. The device was difficult to fire. A further transection was made to correct the insufficient first staple line. There were no issues loading or unloading the device. No reinforcement material was used. No known impact or consequence to patient. The patient is in good condition and released from the hospital. The patient had undergone chemotherapy or radiation treatments

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the loading units were fully fired. Microscopic evaluation noted that the first, second, and fourth loading units had damage to the cutting edge of the knife blade. The anvil clamping mechanisms were deformed. Pmv performed functional testing which included the loading units were loaded into a post market vigilance instrument for functional testing. The loading units were cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The in-formation booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
A further transection was made to correct the insufficient first staple line using 30-3.5 reloads.